Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to several stored atrial tachy response (atr) episodes that appeared to contain noise. Review of atrial tachycardia / atrial fibrillation (at/af) burden showed chronically high atrial rates for greater than a month, however review of the atr episodes showed possible atrial flutter along with the noise. Additionally, review of data near implant shows unusual right atrial (ra) signals that may have been attributed to ra lead placement. Clinic notes indicate ra sensitivity was previously adjusted to address farfield signal oversensing, which suggests that there was now some atrial undersensing. Technical services (ts) recommended bringing the patient in-clinic for programming optimization. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: removed (B)(6) / malposition of device.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to several stored atrial tachy response (atr) episodes that appeared to contain noise. Review of atrial tachycardia / atrial fibrillation (at/af) burden showed chronically high atrial rates for greater than a month, however review of the atr episodes showed possible atrial flutter along with the noise. Additionally, review of data near implant shows unusual right atrial (ra) signals that may have been attributed to ra lead placement. Clinic notes indicate ra sensitivity was previously adjusted to address farfield signal oversensing, which suggests that there was now some atrial undersensing. Technical services (ts) recommended bringing the patient in-clinic for programming optimization. This pacemaker system remains in service. No adverse patient effects were reported.